Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the device in a usage condition and one portion at the distal end of the plastic sleeve broken. Additionally, the plates and the suture were not returned for evaluation. No other anomalies were noted on the device surface. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced procedural variables, such as improper handling of the device, product interaction during the procedure, or tiling movements while the needle was inserted, that could have caused breakage on the component surface. As per instructions for use (IFU), 1) during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. Fat pad and/or articular surface) and/or other device subcomponents. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformance's were identified related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a knee arthroscopy with meniscal repair procedure, after both truespan 24 degree plga anchors were set, the suture tore. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the complaint device was discarded by the customer, therefore not returned to depuy synthes and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (1092r7), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.